Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Device received with cracked belt clip rail case corner and battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump had a keypad anomaly. Customer¿s blood glucose value was unknown. Customer stated that the select buttons was not working. Customer stated that she cannot get the alert because of the enter button was not working. The product will be returned for analysis.